Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to a faulty force sensor resistor. Device had cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and she was unable to exit the preparing to prime loop. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.